Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient submitted the following complaint on the patient ambassador website: "the dr was nuts. I am going to a different dr. Because the first one kept replacing the knee 3 times from infection. He sent me to a new dr because he could not fix me. Then after new dr fixed me. The 1st dr. Told me I needed a manipulation,and proceeded, and totally destroyed my knee. Now I have to go back to 2nd dr. To finally fix me up. This will now be my 5th surgery, so if you know who the surgeon is beware....... My first was done in 1997, and it was broken. Life after surgery was terrible. I have not walked since (B)(6) 2014." 2/17/2016- it has been confirmed that patient complaints submitted on the patient ambassador website are from true depuy patients. Therefore, this complaint is being completed now. It is unknown which products were revised at the surgery referenced in the patient's statement. Follow-up is being conducted to receive product information and medical records from the patient. If additional information is received, the complaint will be updated at that time.